Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 317 mg/dl and ketone level was 2.6 mmol/l. Customer delivered multiple correction boluses to address bg/ketones. Reportedly, customer reverted to using another pump for insulin therapy.